Manufacturer narrative:
Initial reporter address: (B)(6). Device was received and evaluated. Device evaluation noted the reported error e315 was not confirmed during inspection, however, device evaluation found corrosion at the scope connector due to leakage. Insertion quantity suction quantity found to be out of standards due to damage of channel tube. Liquid leaks due to damage of channel tube were noted. The condition of light guide (lg) bundle not in good condition. Charge coupled device (ccd) lens noted polluted. The adhesive part of a-rubber (ar) bending section found broken crack noted. Switch 1 and switch 3 damaged sw1 is deformed, sw3 is damaged. Angulation in the up direction noted out of standards due to worn of angle wire. A corrosion at the scope connector s cover unit due to leakage was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited e315 error ( error-scope error). The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed using a similar device . There was no delay in the procedure, no patient harm reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage and water invasion while the user was handling the device. Due to the invasion, an abnormality of electronic parts occurred which led to a temporary display of the error message. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.